Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 3 yrs and 5 months of support, the pt presented with decreased ability of the lvad to provide adequate support. A transesophageal echocardiogram (tee) and a CT angiogram performed at the hosp showed decreased flow through the device and as a result, the hosp suspected thrombus in the device. A decision was made to exchange the lvad. The device was successfully exchanged with another lvad and the pt remains ongoing without any further issue reported.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.